Event description:
It was reported that during a ligamentoplasty the 9.00mm clancy flexible drill broke in 3 parts with the tip of the drill being stuck in the patient. It took about 50 minutes to remove the piece from the patient.

Manufacturer narrative:
One (B)(4) flexible 9mm endoscopic cannulated drill reported on. This is a three year old reusable instrument. Due to unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were not possible without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Final product met specifications upon release to distribution.